Event description:
It was reported that the insulin pump had a frozen screen but with advancing time numbers. The blood glucose reading was 152 mg/dl. The customer stated that he took the battery out and reset the insulin pump. He noted that the device was rebooting, and he reported a solid beeping noise coming from the device. He said that when he went to calibrate on the insulin pump, the screen went totally blank. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with all buttons functioning properly. No damage on the keypad assembly was noted. Inspected a connector on the lcd and no unlock keypad connector was observed. The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display noted. No frozen screen noted. The device was received with a minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.